Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced high blood pressure. It was believed to be device related. The device was turned off and the patients blood pressure decreased.